Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during preparing the device, there was a hole visualized on the delivery system catheter and the decision was made not to use the device. Another device was successfully used to complete the case. No clinical sequelae were reported, and the patient is fine. The delivery system was not returned for evaluation. Please note that this product similar to a device marketed in the united states; however, this model number is not distributed in the united states.

Manufacturer narrative:
Lack of information (device was not returned for evaluation).